Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.2mmx12mm threader micro-dilatation catheter was advanced but failed to cross. When the device was attempted to perform dilation at the proximal of the lesion, it was noted that the balloon ruptured and could not be inflate. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a threader balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall on the proximal side of the markerband was revealed. There were scratches on the balloon to the left and right of the pinhole. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination revealed that the tip was damaged. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the hypotube. Microscopic examination presented no damage or irregularities with the bi-component weld / bonds. Microscopic examination presented no damage or irregularities to the proximal markers. Microscopic examination presented no damage or irregularities to the markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.2mmx12mm threader¿ micro-dilatation catheter was advanced but failed to cross. When the device was attempted to perform dilation at the proximal of the lesion, it was noted that the balloon ruptured and could not be inflate. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.